Manufacturer narrative:
(B)(4). Date of initial report: 10/06/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device broke during assembly and could not be used. The snap pins within the handle had broken and detached from the device. Another device was used for the procedure.